Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed non-sensing, loss of capture (loc), noise and pacing impedances greater than 2000 ohms. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device was explanted and replaced. It is not expected to be returned for analysis. There were no adverse patient effects reported.